Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that healthcare provider was calling to get a battery estimate and the caller reported a high therapy impedance on the left side. No troubleshooting/interventions done. Therapy settings were provided by the caller were: r 577ohms amp: 2.2v pw: 60us rate: 130hz l >4000ohms amp: 0.7v pw: 60us rate: 130hz estimated longevity >120 months. No symptoms were reported. No further complications were reported or anticipated.